Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Explanting physician reported "rupture of the left implant." The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a broken shell, brown particles and underweight. A visual and microscopic analysis was performed which identified wear abrasion, creases fold, missing shell and opening crease sharp on posterior. Based on the device analysis the final assessment is: an opening crease sharp on posterior due to fold flaw opening. The missing shell was assessed as inconclusive.

Event description:
Explanting physician reported "rupture of the left implant." The device has been explanted.